Event description:
The customer reported that during a case, the physicians on call recognized that they had no gas analysis on the s/5 monitor. This was due to the sample line of the gas analysis module being inadvertently attached to the calibration port. As a result, the physicians were unable to monitor end tidal co2 or oxygen, and were unable to measure the potency of gas delivery. The first issue was well managed as only oxygen was being delivered and the respiratory rate was known. The second issue resulted in the pt receiving twice the amount of anesthetic as intended. While the correct values were displayed on the monitor in the gas settings area, the caregivers did not recognize that sevoflurane was being delivered at 2% because the area that providers are used to referencing (end tidal concentrations) was not functioning. The physicians proceeded with manual ventilation and oxygen. IV anesthetics were used to keep pt under anesthesia. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.